Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Previously reported on maude report: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number mw5075462, a copy is attached. The only information contained in this report is correction or additional information. It was reported that a 2.0mm drill bit tip broke in to the distal humerus of a patient during a distal humerus repair on (B)(6) 2018. The tip of the bit was unable to be removed from the patient. There was no reported delay in surgery. The procedure was reported as completed successfully. This is report 1 of 1 for (B)(4).